Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. It was also reported that the insulin pump went black while checking the alarm history. The customer's blood glucose was 157 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, software error detected alarm was noted in the formatted history file due to software error. The insulin pump was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.